Event description:
The patient was complaining of pain from the PICC line, a 5.0 french double lumen catheter. Edema was noted to be in right upper arm at approximately 5 inches. Both pipercillin and solumedrol were infusing through the catheter at the time of the incident. The PICC line was discontinued after a small hole was found. The catheter leaked at the hole when it was flushed. An aqua k-pad was applied to the arm for comfort.